Event description:
A caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive assistance for a pump reset, guiding the caller through the process. After completing the reset, the cgm error did not reoccur, and the caller successfully started their sensor session.